Manufacturer narrative:
(B)(4): brief description of complaint: the tip became burnt around the electrode but the wire remains intact. Analysis conclusion: the reported issue was confirmed. The adenoid tip electrode wire is fractured and a portion is detached from the plastic housing. The tip housing is also melted and the amount of the ¿wire square¿ that is exposed fails to meet the acceptable damage requirements.

Event description:
During an ent case, staff reported the plasmablade device tip melted. There was no patient injury reported. Additional failure found during analysis that the electrode wire was fractured and detached from the device tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.